Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not received for evaluation, the definitive root cause of the damaged sheath could not be determined. It is possible that the needle tube penetrated the sheath because the distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs, the scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue and caused the sheath to bend, the tip of the needle was caught in the bent area of the sheath when the needle was extended with a bent sheath, or the needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿·take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. ·do not round the insertion tube smaller than 15 cm in diameter. The aspiration biopsy needle may break." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that the single use aspiration needle penetrated the sheath and perforated the sheath during the diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus/tbna) procedure. The needle broke through the sheath on the first attempt and the user was not able to use needle and the scope being used was damaged. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.